Manufacturer narrative:
A visual examination and product analysis of the returned renal sheath of this device found a slight bent at the proximal section. This failure is likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. However, the event, tissue perforation, is identified as anticipated in nature and severity. Therefore, the most probable root cause is anticipated procedural complication, as a device related root cause does not apply in this event and the complaint is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. A review of the device history record (DHR) was performed and confirmed that this device was manufactured in accordance with the device master record. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report 3005099803-2017-01812 addresses the nephromax dilatation balloon, while addresses the amplatz renal sheath. It was reported to boston scientific corporation that a nephromax dilatation balloon was used in the kidney during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, when they used a 20 cm amplatz renal sheath, it would not slide over the nephromax dilatation balloon. As they pushed to slide the sheath over the balloon, the balloon advanced and perforated the renal pelvis. It is unknown if there was additional intervention performed for the punctured renal pelvis. The procedure was not completed due to this event. Post procedure, there were no complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report 3005099803-2017-01812 addresses the nephromax dilatation balloon, while manufacturer report # 3005099803-2017-01814 addresses the amplatz renal sheath. It was reported to boston scientific corporation that a nephromax dilatation balloon was used in the kidney during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, when they used a 20 cm amplatz renal sheath, it would not slide over the nephromax dilatation balloon. As they pushed to slide the sheath over the balloon, the balloon advanced and perforated the renal pelvis. It is unknown if there was additional intervention performed for the punctured renal pelvis. The procedure was not completed due to this event. Post procedure, there were no complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.